Event description:
The reporter stated that they were experiencing cartridges with errors on the I-stat troponins. They reported this issue to abbott and sent them the cartridges for evaluation. Additional information received via e-mail on (B)(6) 2013, the reporter stated that there was no medical intervention or additional venipunctures. The delay in receiving troponin I results due to re-testing on the I-stat (+10 min) or sending the tube to the laboratory for testing (+40 min) which could be a potential for injury.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as a supplemental.